Event description:
A review of a journal article found that 6 pts who underwent revision surgery due to recurrent dislocation, three pts received revision of their acetabular components due to migration and loosening at 1, 2, and 11 months after index arthroplasty, three other pts were revised to locking liners at 1, 6, and 9 months after index arthroplasty, and two pts were revised with upsizing of the femoral head component and replacement of acetabular components due to loosening at 4 and 58 months after index total hip arthroplasty.

Manufacturer narrative:
Info was received from a journal article. There are insufficient details available at this time to confirm the reported event or determine a root cause. If add'l info becomes available, the info will be submitted in a f/u report.